Event description:
Product is unable to be returned to manufacturer for investigation.

Manufacturer narrative:
Product is unable to be returned to the manufacturer for investigation.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
A consumer reported that a philips cordless power flosser caught fire while charging. No injury was reported. Minor property damage was reported.